Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample has been discarded by the site. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a breast thyroid gland procedure, the ligasure device did not seal completely even though an end tone, indicating a completed seal cycle was heard. Oozing was reported. No tissue damage. No patient injury reported. Another device was used to complete the procedure.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 07/07/2016. Date of follow-up report : 08/18/2016. The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Medtronic was unable to confirm the customer¿s report.